Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the third dwell cycle of peritoneal dialysis (pd) therapy. The reporter stated that the patient was connected at the time of the event. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.